Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneously elevated accutni patient result within the risk stratification range for one patient generated by the access2 immunoassay analyzer. The erroneous result was not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was repeated on the same unit and alternate unit and lower results within the normal reference range of the assay were obtained. The patient sample was repeated because it is the customer's protocol to repeat all elevated accutni patient results. The customer's cutoff for accutni is 0.07 ng/ml. Patient results are provided. The patient sample was collected in a edta plasma sample tube. The sample was drawn in the ER and the staff is trained to invert the tubes after drawing patient samples. Qc was within the customer's established limits prior to obtaining the elevated result. On (B)(6) 2011, a bec field service engineer (fse) inspected the instrument and discovered discolored aspirate probes and the transducer required the 197v mod. The fse replaced the aspirate probes and completed the 197v mod. The fse also performed belt calibrations and ran the incubator belt exercisers. Fse verified instrument hardware by performing a passing system check within instrument specifications. In addition, the fse performed additional passing service assays and accutni qc precision runs with passing results. Although several hardware repairs were required at the time of service, a definitive root cause for this event has not been determined to date.